Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the pump powers with a test battery cap to a dim discolored display. Battery cap is able to fully tighten. A power loss was not observed. A battery compartment crack observed in thread area. The current draws are within specifications. The pump case was removed. No evidence of moisture or loose components inside pump. Multiple eaw 177 low battery warnings observed in black box. Evidence of a partially discharged battery being installed observed in black box on (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a power (battery life issue). There is no reported adverse event with this complaint. This report is made based on the allegation of the battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.